Manufacturer narrative:
*This is a follow up medwatch report to make corrections to 1222993-2016-00002. Customer site was unable to release patient/treatment information about this incident because it wanted to wait to seek counsel from its attorney. Cynosure's clinical department has attempted multiple times to talk to the customer regarding this incident but the customer has not responded yet. Cynosure service department has also attempted to schedule a device evaluation, but customer has not been responsive as well. This incident is being reported because the patient experienced severe burns that developed into scarring on the treatment areas.

Event description:
Patient received severe burns that developed into scarring (hands, neck, face) from a laser treatment.

Manufacturer narrative:
Customer site was unable to release patient/treatment information about this incident because it wanted to wait to seek counsel from its attorney. (B)(4)'s clinical department has attempted multiple times to talk to the customer regarding this incident but the customer has not responded yet. (B)(4) service department has also attempted to schedule a device evaluation, but customer has not been responsive as well. This incident is being reported because the patient experienced severe burns that developed into scarring on the treatment area (hands, neck, arm).

Event description:
Patient received severe burns that developed into scarring (hands, neck, and face) from a laser treatment.